Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 9. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2024, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.